Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged (B)(6) results. Pts have come to the clinic having performed pregnancy tests at home with (B)(6) results. At the clinic the results were negative, but confirmed (B)(6) with serum samples at the chemistry lab. Results with sera have been about 450 iu for one of the samples. No pt info was provided.